Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter was fractured and ruptured. The microcatheter was attached to the hepatic artery. A 135/10 renegade hi-flo kit was selected for use. The patient underwent hepatic artery placement under digital subtraction angiography last (B)(6) 2021 and a microcatheter was used to instill chemotherapy for three days. On (B)(6) 2021, when the microcatheter was removed from the patient's body, resistance was noted resulted to the rupture of the microcatheter and could not be used further. The hospital initially understood that the microcatheter might have dried out externally after a long period of time and the resistance was large, causing the fracture when pulling out the microcatheter and the hepatic artery placement. The device was simply pulled out and completely removed from the patient's body and the procedure was completed using the original device. No patient complications were reported and patient was stable post procedure.